Event description:
It was reported that the customer was in the hospital for surgery and was taken off insulin pump therapy. The customer's daughter stated that the customer experienced high blood glucose levels. The blood glucose reading was 432 mg/dl, which was treated with a manual injection of 8 units of insulin. The caller stated that she wanted to make sure that the insulin pump would deliver insulin because she wanted to put her mother back on insulin pump therapy. The caller observed that her mother was sleepy and incoherent upon awakening, as symptoms of high blood glucose. A functional check was performed, and the insulin pump successfully delivered insulin. The customer was advised against using the infusion set for longer than 3 days. She was advised to change the infusion set as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.